Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor was unable to power on. The cause of this was isolated to a defective component that had burned up and effected capacitors and components. The heat from this damage also melted part of the wires on the defib board.: the root cause of the defective components cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.